Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/10/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock eyelet was missing. This was discovered upon opening the package during a shoulder procedure on (B)(6) 2024. The case was completed using another ar-2324bcc biocomposite swivelock.

Manufacturer narrative:
The complaint is confirmed. However, the allegation that this happened upon opening the box cannot be verified due to the lack of photos taken of the device inside the sealed package and the components not returned for evaluation. Additionally, the system was disassembled. One unpackaged, ar-2324bcc, serial/batch (B)(6), was received for investigation. Upon visual evaluation, it was noted that the eyelet and the o-ring were not returned for evaluation. The most likely cause of the reported failure can be attributed to misuse/mishandling due to damage to the device.